Manufacturer narrative:
Patient code 3191 captures the observation of additional medical intervention that was performed to reprogram the device. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed because the conclusion and patient codes were updated. Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode that appeared to be noise. Technical services reviewed the episode and confirmed the signals were non-physiologic. It was suspected there was poor contact on the sense b connection in the device header, consistent with underinsertion of the electrode terminal pin. Ts recommended troubleshooting steps; pocket manipulation to reproduce noise and an x-ray to check connections. It was reported that noise was not able to be reproduced. S-ecgs were sent for ts review; the device was in primary when the episode was stored. Noise was observed in both alternate and secondary, with the device reprogrammed to alternate after the troubleshooting. It was noted the patient was not able to be induced at implant, and it was believed a 10j commanded shock was delivered, but this was not confirmed. It was thought the anesthesia was the cause for the inability to induce, otherwise the implant procedure was unremarkable. No adverse patient effects were reported. Boston scientific received additional information. The field representative reported the physician was satisfied with the outcome of reprogramming and had elected not to perform an invasive intervention to verify the connections. The device remains in service without further complication. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service pending final resolution. An invasive procedure to check connections was recommended by (B)(6). This report will be updated when additional information is received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) stored one untreated episode that appeared to be noise. Technical services reviewed the episode and confirmed the signals were non-physiologic. It was suspected there was poor contact on the sense b connection in the device header, consistent with under insertion of the electrode terminal pin. Ts recommended troubleshooting steps; pocket manipulation to reproduce noise and an x-ray to check connections. It was reported that noise was not able to be reproduced. S-ecgs were sent for ts review; the device was in primary when the episode was stored. Noise was observed in both alternate and secondary, with the device reprogrammed to alternate after the troubleshooting. It was noted the patient was not able to be induced at implant, and it was believed a 10j commanded shock was delivered, but this was not confirmed. It was thought the anesthesia was the cause for the inability to induce, otherwise the implant procedure was unremarkable. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information. The field representative reported the physician was satisfied with the outcome of reprogramming and had elected not to perform an invasive intervention to verify the connections. The device remains in service without further complication. No adverse patient effects were reported.